Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively the patient's refractive outcome was not as expected. The patient underwent an additional surgery to have the lens explanted and exchanged on (B)(6) 2025. "Deviation from target refraction" and "iol replacement or extraction" are listed in the "adverse events" section of the rayone IFU. There are many factors which may influence the post-operative outcome of the patient including but not limited to; incomplete removal of ovd following iol implantation (capsular block/capsular bag distension syndrome), dry eye during biometry measurement, incorrect product selection, aniseikonia combined with unsuitable lens power selection, wrong lens power caused by incorrect biometry readings/calculations (e.g., previous lasik procedure), incorrect power selection (not using optimised a-constants may be a contributory factor in this scenario - surgeons must always expect to personalise their own constants based on initial patient outcomes, with further personalisation as the number of eyes increases.), posterior synechiae, irregular capsular bag contraction, patient medical history (e.g., glaucoma, pseudoexfoliation syndrome), lens decentration or dislocation, incorrect or unstable fixation within the capsular bag, post-operative rotation of the lens, lens does not fit anatomy of the eye (e.g., too large or too small), capsulorhexis diameter too large and induced surgical astigmatism. Rayner iols undergo 100% optical testing for power and mtf during manufacture. The production records confirm all lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch: 064245563. Rayner has requested additional information from the healthcare facility to facilitate further investigation of the event. The availability of the explanted lens for return has also been queried. The root cause of the event is not known.

Event description:
On 15th may 2025, rayner received notification from a us healthcare facility of an event that occurred during use of a rayone emv rao200e. The event description provided states that the patient refractive outcome was not as expected post-operatively necessitating an additional surgery to explant and exchange the iol.